Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), the patient experienced noticeable drop in heart rate (lightheadedness) with exercise. Treadmill test confirmed drop in ventricular rate. Various programming strategies attempted over a period of time, with limited improvement. It was also reported that implantable pulse generator (ipg) had intermittent loss of atrial tracking with exercise indicated as a pacing problem. Physician consulted, and parameter adjustment to ipg settings performed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.